Event description:
The customer contact reported, a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the homecare nurse noted leakage at the y-site report. The nurse reported that the chemotherapeutic agent leaked onto the patient's gown. The chemotherapeutic agent was cleaned up according to the facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.